Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, doors were keep failing. The latch clicked multiple times, user recovered but failed again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. The field service engineer (fse) inspected the station upon arrival and noted no failures. During testing in hta diagnostics, the door latch was found to intermittently fail after opening. The latch column was removed, and all latch harness connections were tightened and verified. The door controller harness connections were cleaned, and operation was tested in both the application and hta diagnostics, resolving the issue. The system functioned as intended after the field service engineer repaired the device.